Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness for 1 hour, thirst, and headache. The patient called 911 from urgent care and was transported to the emergency department via ambulance. There, the cgm was reading high and the blood glucose reading was 197 mg/dl. The patient was treated with IV saline and recovered after treatment and was discharged after 4 hours. There was no documentation of further medical intervention. At the time of the report, the patient was still thirsty. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.